Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced cylinder malposition that made their penis have a s shape. During a clinical evaluation, troubleshooting did not correct the issues; therefore, a revision surgery was carried out and it was identified that the cylinder size was bigger than required. The entire device was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
This complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. Due to the lack of product return, the clinical observations of device malposition, incorrect device sizing, and disfigurement could not be confirmed. A review of the labeling confirmed the reported events are included in the product labeling. Additionally, there is no objective evidence that the user did not properly handle or use the device according to the inflatable penile prosthesis (ipp) instructions for use. The reported events also do not contain an allegation against the labeling. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced cylinder malposition that made their penis have a s shape. During a clinical evaluation, troubleshooting did not correct the issues; therefore, a revision surgery was carried out and it was identified that the cylinder size was bigger than required. The entire device was removed and replaced. There were no patient complications reported.